Event description:
It was reported that when using the pyxis medstation es system, a drawer malfunction was experienced. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer effectively removed and replaced the drawer to rectify this problem. The system functioned as intended after the field service engineer troubleshot the device.